Event description:
Reporter alleged blood glucose measured 145 mg/dl at 8:02 pm back to back with a result of 64 mg/dl at 8:06 pm. It was stated customer ate peanut butter and jelly along with milk when glucose was low, however, no medical treatment was sought or received reportedly. A request was made for the return of the suspect device and replacement product was sent.